Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
The customer reported false reading, dropped signals, or weak readings and that the photo detector is out of the window on many of the sensors. No patient impact or consequences reported.

Manufacturer narrative:
(B)(4).